Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery floats up and "no cassette inoperable alarm is displayed". There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a 'no disposable' alarm during pump operation. Functional testing was unable to duplicate the no disposable alarm. It was determined that the most probable cause is the downstream occlusion (dso) sensor. As a preventative measure, the dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.